Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to treat herself because her onetouch ultramini meter was having a date/time format issue. The medical surveillance specialist (mss) was unable to contact the patient for a follow up call. This complaint was classified based on the customer care advocate (cca) documentation as well as from the recorded call. The patient reported that the issue had been recurring for the past 2 weeks prior to contacting lfs. The patient claimed due to the alleged issue, the meter was unable to hold a reading therefore she could not treat herself accordingly. The patient's diabetes management regimen and testing frequency are unknown. It is unknown if the patient obtained any actionable readings, or made any changes to her usual medications, activity level, or had any health conditions that may have caused or contributed to the event. The patient reported that when her 'sugar dropped' she would feel symptoms of ''shaky and jittery.'' It is unknown what the patient used to relieve the reported symptoms. One week prior to contacting lfs, the patient reported going to a healthcare professional (hcp) office visit. The patient reported that her hcp was unable to obtain past readings on her lfs meter due to the alleged issue, therefore could not adjust her insulin accordingly during the visit. It is unknown if this visit to the patient's hcp was routine or on an emergent basis. It is unknown if the patient received any treatment for an acute complication of diabetes while at the hcp visit. At the time of trouble shooting, the cca determined this was not the first time the subject meter had been used, and the issue did not occur immediately after replacing the battery. The alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. Based on the provided information at this time, it is unclear how the date/time issue can lead to the patient's symptoms since the date/time setting does not affect the ability to test. Thus, the linkage between the reported product issue and the alleged injuries by the patient remains unclear. Despite repeated attempts, the patient could not be contacted for further information. In conclusion, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.